Event description:
Customer reported that the insulin pump keeps alarming failed battery test after inserting new batteries. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring is not corroded or damaged. Customer was instructed to remove the battery, clean the battery cap and reinsert the battery; the device alarmed failed battery test. Blood glucose value was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.